Event description:
It was reported that the patient experienced diaphragmatic stimulation in 2008. A chest x-ray revealed lead dislodgement. Eleven days later, the lead was repositioned but there was possible intermittent loss of capture and stimulation persisted. The lead was replaced the following month.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes the lead was capped on (B)(6) 2008 and now explanted on (B)(6) 2014 and returned.

Manufacturer narrative:
Final analysis found that the lead insulation was abraded at 77.6 cm to 78.1 cm from the connector pin, due to friction with another device. The lead insulation was also abraded at 80.4 cm to 81.1 cm from the connector pin, due to friction with another device. The inner coil was stretched and forming a loop outside the lead body in this region. These abrasions were likely the cause of the complaint reported in the field.